Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was sensing low r waves and the patient was brought to the clinic for a defibrillation threshold testing. Upon examination, it was found that the right ventricular lead exhibited some episodes of undersensing. On (B)(6) 2020, the right ventricular lead was capped and replaced. The patient tolerated the procedure fine and was discharged from the hospital following the procedure.